Event description:
Pt implanted with ti pangea polyaxial screws and ti click'x pedicle screws for lumbar instability at l3-l4 and l4-l5. Patient complained of pain. During revision, surgeon noted all set screws in each of the pangea screw caps were loose. One of the four set screws had almost completely backed out of the pangea screw cap on the left side at l5. The two click'x pedicle screws had fallen apart. All hardware was removed and replaced with competitor hardware. Surgeon added another level at l5-s1. Ti curved rods remained intact. This is one (1) of four (4) reports submitted on this event.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. The manufacturing records were reviewed and no complaint related issues were found.